Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and to correct information provided in the initial report. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigations, the suggested event, ¿a foreign material in the nozzle of the distal end section¿ was confirmed. Therefore, the device did not meet its specification or function. It could not be specified, what the foreign material was nor the root cause of the remaining foreign material. It was unknown, if the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed, that the section of the device with the foreign material residue had no deformation. The suggested events can be detected and prevented, by handling the device in accordance with the following instructions for use (IFU): instructions for evis lucera gif/cf/pcf, type 260 series, operation manual, chapter 3: ¿preparation and inspection¿: describes, how to detect the subject event. Instructions for evis lucera gif/cf/pcf/sif, type 260 series, reprocessing manual, chapter 3: ¿cleaning, disinfection and sterilization procedures¿: describes, how to prevent the subject event. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's re-evaluation of the subject device. Further investigation found that the reddish brown foreign material in the nozzle is thought to be a mixture of protein and silicates (medicinal drugs, tap water, etc.). It is suspected that the protein may have come from humans, protein-based pharmaceutical drugs and/or bacteria. However, it was not possible to specifically identify what the foreign material was, when, or how it became attached.